Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/24/2019. The customer troubleshot with technical support. The customer was advised that the device will not enter/maintain standby due to increased pressure caused by the humidity system.

Event description:
It was reported that the ventilator will not enter standby mode the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.